Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. We have checked the design files. The extensions towards the posterior were not intended to fit over the remaining teeth. Instead, these extensions are normal results from the design: since the implants are planned quite close to the edge of the prosthesis, we need to add extra material to ensure that the tubes are fixed. Since this concerns a soft tissue related guide, no plaster model was used during the finishing procedures of the construction process and there was no indication that these extensions would interfere with the present anatomy. We failed to notice that these extensions in fact collided with the teeth in the posterior. The shape of the scan prosthesis itself also didn't give indications that there might be teeth present in the posterior, so that this could be anticipated, as is normally the case when teeth are remaining in the anterior of the mouth. For future cases, we recommend to always use a scan prosthesis which covers the complete arch, even if teeth are present, in which case, we would have removed the excess material and no bad fit would have occurred. Concerning the issue where the sinus floor was hit, we don't think that this was caused by the guide's incorrect positioning. Even if the guide was incorrectly positioned, it would need to have been positioned lower than planned in order to perforate the sinus floor, and the guide could only have been positioned higher because of these extensions. However, the distance between the implant apex and the sinus floor was only 0.84, which is smaller than the length of the drill tip, which extends out of the complete osteotomy length.

Event description:
In this event, it was reported that a dentist had ordered a mucosa-supported surgiguide. However, the guide he received was also supporting on the two remaining distal teeth, causing a gap between the guide and the mucosa surface. The guide was unstable as there was a space of 1-2mm between the flange and mucosa both between the buccal and the palatal sides. All this was noticed when the patient was in the chair. The doctor tried to remove the portion of the guide that supported on the teeth but this compromised the fit of the guide. He still tried to use it by drilling for implant one (at tooth position 16) but he entered the sinus, which was not planned.